Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified internal carotid artery. During advancement of the emboshield nav6, there was resistance with the barewire through the delivery catheter. The filtration element was delivered and deployed without issue and the delivery catheter was removed. The barewire could not move freely and the filter was accidentally pulled back out of the lesion while still open and the wire and filter were removed together. The procedure was completed using a new emboshield nav6 and implanting an acculink stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a mildly calcified internal carotid artery. During advancement of the emboshield nav6, there was resistance with the barewire through the delivery catheter. The filtration element was delivered and deployed without issue and the delivery catheter was removed. The barewire could not move freely and the filter was accidentally pulled back out of the lesion while still open so the wire and filter were removed together. The procedure was completed using a new emboshield nav6 and implanting an acculink stent. During post-dilatation, the patient experienced bradycardia that was treated with atropine. Post procedure, the patient experienced hypotension and anemia that were treated with intravenous hespan and a blood transfusion. Additionally, coreg, an anti-hypertensive medication, was discontinued. One (B)(6) 2012, the hypotension and anemia resolved. On (B)(6) 2012 upon discharge, the heart rate was still in the 50's. The bradycardia resolved (B)(6) 2012. There was no additional information reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Subsequent to filing the initial medwatch report, it was determined that this event was a duplicate event of (B)(4). The acculink referenced was filed under MFR #2024168-2012-07819. Evaluation summary: the device was returned for analysis. The resistance with the catheter was unable to be confirmed. The filter migration could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.